Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a saliva ejector. The customer states during use on a pt, the blue tip detached. There was no pt harm. Per the reporter, a cannulation tube was used on the pt and the tube was fixed with a bite block . In order to provide oral care for the pt, a saliva ejector was inserted between the tube and bite block. The blue tip was slightly stuck in the bite block, then the blue tip fell off inside the pt's mouth. It did not go into the pt's throat. The bite block was detached from the pt and the blue tip was removed from the pt's mouth.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.